Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, from the middle of the night until noon, the cgm was displaying "low". She woke up at 2:00pm feeling very sick, was throwing up and could not move. The cgm from the insulin pump read "low". No bg was taken. The patient replaced the sensor and the new sensor displayed "high" after the warmup session completed. The patient waited for the reading to go down but it never did so her mother took her to the emergency room around 7:30pm because her symptoms were not getting better. There was no treatment provided to the patient prior to going to the ER. At the ER, the bg was taken and it was 400 mg/dl and the cgm was 360 mg/dl. The patient was treated with IV fluids. The patient left the hospital at 10:30pm. The patient stated that her bg started normalizing around 1:00am on (B)(6) 2025. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid at the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.